Manufacturer narrative:
The sample centrifugation conditions did not align with what is recommended by the tube manufacturer. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit (analyzer 1). Samples 2 and 5 also had discrepant troponin t results when tested on a second e 801 analyzer (analyzer 2). Sample 4 also had discrepant troponin t results when tested on a third e 801 analyzer (analyzer 3). The first sample resulted in troponin t values of 16.6 ng/l and 12.1 ng/l when tested on analyzer 1. The second sample resulted in troponin t values of 14.7 ng/l and 18.3 ng/l when tested on analyzer 1 on (B)(6) 2025. This sample was repeated twice on analyzer 2 on (B)(6) 2025, resulting in values of 14.5 ng/l and 19.8 ng/l. The third sample resulted in troponin t values of 87.7 ng/l, 51.8 ng/l, and 55.5 ng/l when tested on analyzer 1 on (B)(6) 2025. The fourth sample resulted in troponin t values of 6.22 ng/l and 19.5 ng/l when tested on analyzer 1 on (B)(6) 2025. This sample was repeated twice on analyzer 3 on (B)(6) 2025, resulting in values of 21.8 ng/l and 6.98 ng/l. The fifth sample resulted in troponin t values of 28.6 ng/l and 14.4 ng/l when tested on analyzer 1 on (B)(6) 2025. This sample was repeated twice on analyzer 2 on (B)(6) 2025, resulting in values of 15.2 ng/l and 16.9 ng/l. The sixth sample resulted in troponin t values of 213 ng/l, 298 ng/l, and 308 ng/l when tested on analyzer 1 on (B)(6) 2025.

Manufacturer narrative:
The serial number of analyzer 1 is (B)(6) and the serial number of analyzer 2 is (B)(6). The serial number of analyzer 3 was requested, but not provided. No calibration influence was observed. A general reagent issue can be ruled out because controls run prior to the event were within range. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of the provided alarm trace from analyzer 1 showed 105 sample related alarms within 9 days. The lifetime of the analyzer 1 measuring cells and syringe seals were exceeded. The investigation is ongoing.

Manufacturer narrative:
The customer stated they received discrepant troponin t results for seven additional patient samples (samples 7 - 13). Sample 7 initially resulted in a troponin t value of 35.2 ng/l and repeated as 57.3 ng/l. The sample was re-centrifuged and repeated, resulting in a value of 37.6 ng/l. The sample was centrifuged again and repeated, resulting in a value of 38.1 ng/l. It is not known which analyzer was used to run this sample. Sample 8 initially resulted in a troponin t value of 16.1 ng/l and repeated as 12.4 ng/l on analyzer 1 on (B)(6) 2025. Sample 9 resulted in troponin t values of 28.2 ng/l, 36.1 ng/l, 29.1 ng/l, and 28.2 ng/l on (B)(6) 2025. It is not known which analyzer was used to run this sample. Sample 10 resulted in troponin t values of 3.43 ng/l, 9.27 ng/l, and 3.92 ng/l on (B)(6) 2025. It is not known which analyzer was used to run this sample. Sample 11 initially did not have a troponin t result, only a flag indicating a sample bubble. The sample was repeated twice, resulting in troponin t values of 12.5 ng/l and 15.8 ng/l on (B)(6) 2025. It is not known which analyzer was used to run this sample. Sample 12 resulted in troponin t values of 13.0 ng/l, 4.06 ng/l, and 6.05 ng/l on (B)(6) 2025. It is not known which analyzer was used to run this sample. Sample 13 resulted in troponin t values of 7.31 ng/l, 3.06 ng/l, and < 3 ng/l with a data flag on (B)(6) 2025. It is not known which analyzer was used to run this sample.